Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reoperation has not been performed. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side rupture and cyst. The device remains implanted.